Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
The device was returned with a shell failure and dark yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Needle puncture."